Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (ink spots) issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-feb-2018 with the following findings: during investigation, the pump powered on with no ink spots in the display. The complaint of ink spots in the display was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a dim display with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.